Manufacturer narrative:
(B)(4). Date sent: 05/16/2019. Batch # r94k1k. Device analysis: the analysis found that the mcs20 device was received with the floor damaged. Due to this condition, no functional testing could be performed to evaluate the reported incident. 17 clips were found inside clip track. A possible cause for the damages found is excessive force applied over the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot r4110r number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch r94k1k number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date of event: only event day and year known: 9th of 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, a mcs20 clip applier ¿punctured an artery¿. The clip was bent and punctured the artery. The physician was ¿able to easily stitch it up¿, and the case was completed. There were no patient consequences.